Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator has a battery failure. The customer reported that the unit was in use on patient , but there was no patient harm reported.

Manufacturer narrative:
No patient information provided by the customer. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred; no patient harm reported. There is a relationship of the device to the reported problem.